Event description:
It was reported that the patient experienced cylinder buckling with an inflatable penile prosthesis (ipp). A replacement surgery was performed. During the procedure, it was determined that the previous components were oversized. There were no patient complications.